Event description:
Customer alleged discrepant blood glucose results of approximately 40 mg/dl and approximately 84 mg/dl when testing was performed back to back on the advantage system. Customer reported having no symptoms and did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.